Event description:
While deep in the pocket of the second breast, a burned spot was noticed on the skin edge that was excised and sutured, and won't be noticable. The customer examined the electrode and there was a small hole in the insulation. After this occurred, the customer decided to look closer at the first breast and found a small burn that was barely noticable. This prompted the staff to retrieve the electrode out to the trash that they had used on the first breast, and it also had a small hole in the insulation.